Event description:
Customer reported the pump battery would not charge, despite attempting to use different wall outlets and adapters. There was no adverse impact on the customer's blood glucose level. Despite troubleshooting efforts, including trying different cables and outlets, the issue remained unresolved. Technical support decided to replace the pump, instructing the customer on storage mode and the return process. The pump was confirmed to be under warranty, and the customer acknowledged the instructions provided.